Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 1 door 1 had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.